Manufacturer narrative:
Video review by manufacturing site stated: the returned video shows implantation of intraocular lens (iol) with a company preloaded device, the nozzle tip enters the eye. As the iol progresses through the nozzle, the iol appears to be folded correctly. The plunger appears to be fully extended, the iol fully enters the eye and begins to unfold. The iol appears intact. The iol is then manipulated to the center of the eye with a surgical tool. Video review by company research and development (r&d) stated: the plunger went too far out, almost reached the other side of the pupil with ~2/3 of the lens behind the iris. Then the plunger was not retracted directly but swung to the 3o¿clock, which stressed the capsule bag even more. It sounded that the surgeon had realized the problem, which was great. Based on the review of the returned video, it appears the surgeon kept advancing the iol without retraction as well as partially sweeping the plunger prior to removal from the eye. The root cause may be related to the technique used for implanting the iol, the r&d assessment indicated that the plunger may have been advanced too far and rotated without retracting, potentially causing additional stress to the capsular bag. Global training and japan customer affairs made aware. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that crack occurred in posterior capsule during iol insertion. The surgery was completed without product replacement. Since the lens was firmly inserted in-the-bag, the lens was left in the eye without any lens replacement. The next day, the physician examined the patient and found that his/her vision was good and there were no problems. Additional information has been requested, received and stated the surgeon considers that he might have inserted device into the capsular bag deeply.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).